Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
During variax foot surgery, 3.5mm bone screws went through the oval screw holes of the calcaneus standard plate. The surgeon used a washer and fixed the one screw head on the plate, but other two screw heads remained in the state went through the holes. The surgeon inserted locking screws to round holes and finished the surgery.

Manufacturer narrative:
Evaluation summary: the reported event that screws slipped through the oblong holes could not be confirmed. The affected device was not returned and remains implanted. Based on investigation, the root cause of the determined event was attributed to a user related issue. The surgeon used the oblong holes for final fixation. The variax foot calcaneus standard plate oblong holes are intended to be used for prepositioning of the plate only. The range of inserting angulation of ±15° is described in the op tech variax foot locking plate system (ref# vax-st-5 rev 2). Excessive angulation beyond 15 degree can lead to the reported failure. Potential nc 590269 has been initiated to address the screw goes through the oblong hole of the calcaneus standard plate. Please see ongoing CAPA related to the reported failure. The goal of this CAPA is to evaluate possibilities to reduce the risk for screw pull through oblong hole in the calcaneus standard plate. Planned action is to update the variax foot op-tech (include description, that the oblong hole is intended to be used to preposition the plate only, final fixation is meant to be done through screws in circular holes). Change request is ongoing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing related problems were not determined in the investigation.

Event description:
During variax foot surgery, 3.5mm bone screws went through the oval screw holes of the calcaneus standard plate. The surgeon used a washer and fixed the one screw head on the plate, but other two screw heads remained in the state went through the holes. The surgeon inserted locking screws to round holes and finished the surgery.